Event description:
It was reported that the patient received inappropriate high voltage therapy following the dislodgement of the right ventricular (rv) lead. The lead was explanted and replaced in order to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate high voltage output. The reported event of inappropriate high voltage output was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length was within specification.